Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 42 mg/dl with lethargy and confusion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient was given a fast-acting carbohydrate and the blood glucose began to elevate. The reporter alleged the time and date reset to the factory default on the pump when the battery was removed for period of less than 12 hours. The reporter stated that at the time the patient experienced the hypoglycemia, it was noted that the pump was running on am time instead of the appropriate pm time. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: the available black box data showed evidence of a time/date reset to default setting after pump rebooting events. Time/date reset to default setting was duplicated during investigation. The initial complaint was confirmed. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.